Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the device, it was confirmed that the reported issue was due to a faulty patient board. In addition, the evaluation found the front panel label faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image from scopes at the video system center. The issue was found during a therapeutic egd (esophagogastroduodenoscopy) procedure. The customer noted that the procedure was delayed because they had to switch the scopes out. The procedure was completed using a similar device. There was no harm or user injury reported due to the event. The minor delay posed no additional risk to the patient and the procedure was still completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it was presumed that the phenomenon occurred due to patient board set failure. For cause of failure, since the device was not returned to the factory, investigation was conducted based on the obtained information, but cause could not be identified. Olympus will continue to monitor field performance for this device.